Manufacturer narrative:
(B)(4). Evaluation, conclusion: off¿label, unapproved or contraindicated use (treatment of a patient with a pre-operatively ruptured aneurysm).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular emergent treatment of a pre-operatively ruptured 10 cm diameter abdominal aortic aneurysm. The procedure was fine with no complications. It was reported that in the final shot a type IV endoleak was seen. The endoleak was reviewed in different angles and it was noted that there is a defect on the endoprosthesis. A 28/40 mm cuff was implanted proximal to the endurant aui (infrarenal) which was the same position as the endurant aui. The endoleak did not resolve, because the rupture was under the implanted cuff. At that time there was no other stent graft available so the decision was made to not further intervene. Another aortogram was done two days later and the rupture was found to resolved. No additional clinical sequelae were reported and the patient is fine. Review of a several single still angio images confirmed that an endurant aui was implanted just below the level of the renal arteries. Another unknown endurant device with suprarenal stents was also seen implanted at the same level of the aui; just below the renal arteries. With the injector placed 3 ¿ 4 cms below the proximal stent graft margin, contrast is seen within the aneurysm sac along the entire length of the stent grafts; primarily on the patient¿s right side. The endoleak appears to be a type IV blush. No other stent graft issues were observed. The cause of the endoleak could not be determined from these still images, and films after the implant of an unknown cuff which was reported to have resolved the endoleak were not available for review.